Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information and patient weight. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient had drainage from ipg site and felt warmth and pain at ipg site.

Manufacturer narrative:
Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additional information: a4 - patient weight.

Event description:
Additional information was received that the wound at ipg site has healed.